Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by evidence that the parts were removed in a revision. Functional testing and inspections could not be performed due to the parts not being returned and no photographs, x-rays, scans, or physician reports being provided. The surgeon did not suggest that the infection was device related. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Therapy date: it is reported the revision was performed (B)(6) 2018, however the exact date is unknown. Date of event: (B)(6) 2018. Explant date: (B)(6) 2018. Concomitant medical device: oxford performance materials htr-pekk garcia right frontal sphenoid parietal temporal implant osteofab pekk, catalog #: pk621238, lot #: 203438. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a revision due to infection took place. A remake of the originally placed cranioplasty implant was requested. No additional patient consequences were reported.